Event description:
Additional information revealed that the patient passed away in (B)(6) 2021 due to a brain bleed, unrelated to the system.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an allergic reaction to the tape/glue used during the implant procedure, causing a wound to develop at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2021 to clean the wound. It is currently unknown if wound has healed.